Event description:
The customer reported that during fluoro, the system made a loud popping noise (arcing) and shut down without command. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the power cap module and the batteries. The system operates as intended.